Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on mega suturecut needle driver instrument broke / snapped off. The procedure was completed with no reported injury. Isi followed up with initial reporter and following additional information was obtained: the instrument was inspected prior to use. During reprocessing. A technician inspected each instrument during cleaning and assembly process. The instrument was available for return to isi for inspection.